Manufacturer narrative:
A ge rep is investigating the reported issue. Replacement touchscreen and monitors have been ordered and it is expected that once replaced, the reported issue will be resolved. If any add'l info should indicate otherwise a follow up will be submitted as required. No further information at this time.

Event description:
It was reported that the monitor screen on the 9800 system was black. There was no report of pt injury.